Event description:
It was reported that in preparation for a carotid artery stenting procedure, stent damage was observed. The carotid wallstent 8.0 x 29 mm was unpacked and reported to be bent, scratched, and also kinked in the middle of the stent. The stent was difficult to load onto the filter wire. The 80% stenosed lesion was located in the mildly tortuous and moderately calcified carotid artery. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "stable." Multiple attempts to obtain additional info have been unsuccessful.